Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformity recorded in the lot history.

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the surgeon inflated the balloon on the btt port on the vasoview 7 xb and noticed there was minimum resistance during the inflation of the balloon. After a few minutes, it was observed that there was leakage of co2 from the btt port. The defective btt port is removed and does not inflate fully. A replacement device was used to complete the procedure. The hospital did not report any patient effects.